Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -10.00. (B)(4).evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7, -10.00 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. Excessive vault with significant reduction of indo-corneal angles was noted. The lens was explanted and exchanged on (B)(6) 2015 for a smaller length lens with a similar diopter.